Manufacturer narrative:
(B)(4). The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be functional. The handpiece was tested with the test media and performed as expected. The instrument was disassembled to inspect the internal components. The moisture indicator was positive and a degradation of the hand activation wire outer jacket was observed the handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic nissen procedure, the device would not seal the short gastric vessels. A clip applier was used to control bleeding. The surgeon said the device was not performing properly. Usage of the device was completed. There were no adverse consequences for the patient.